Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Device logs show that all 30j self-tests were successful with no issues or errors. The device passed all functional testing including multiple 30j test and impedance calibration without any issue. No evidence was found in the logs or testing to support the reported issue. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.